Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clips fired as expected and then the clips scissored and did not close properly. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.